Event description:
It was reported to philips that the system was unable to boot. No harm was reported to philips. The device was outside of clinical use at the time of reported event. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) visited system onsite and confirmed that the system was unable to load the software and displayed no image on the data monitor. Upon troubleshooting actions, fse replaced single board computer (sbc) and reinstalled the software. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.